Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The alarms were confirmed through a review of the event history log. During a physical inspection of the device, cracks were found in the ultrasonic sensor tail pins, which was determined to be the cause. The failed upstream sensor was replaced to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.